Event description:
It was reported that an inappropriate shocks occurred due to oversensing of a ventricular tachycardia just below the programmed rate zone involving this device. In addition, there was reported undersensing in another review episode. The patient as give a change in medication. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and replaced. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inappropriate shock occurred due to oversensing of a ventricular tachycardia just below the programmed rate zone involving this device. In addition, there was reported undersensing in another reviewed episode. The patient as give a change in medication. Additional information provided noted recently the patient received an appropriate shock after the patients arrhythmia was accelerated into the ventricular tachycardia (vt) zone, but time to therapy was long. The reason for the long time to therapy was due to a discrimination error. The patient's medication was changed and the patient was hospitalized for observation. In addition, two more treated and two untreated episodes were seen. Additional information noted that this device was explanted and replaced with a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and replaced. Should additional information become available this investigation will be updated. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that an inappropriate shock occurred due to oversensing of a ventricular tachycardia just below the programmed rate zone involving this device. In addition, there was reported undersensing in another reviewed episode. The patient as give a change in medication. Additional information provided noted recently the patient received an appropriate shock after the patients arrhythmia was accelerated into the ventricular tachycardia (vt) zone, but time to therapy was long. The reason for the long time to therapy was due to a discrimination error. The patient's medication was changed and the patient was hospitalized for observation. In addition, two more treated and two untreated episodes were seen. Additional information noted that this device was explanted and replaced with a new transvenous system. No additional adverse patient effects were reported. Additional information was provided by the effortless clinical study. The s-ICD system was deactivated and not explanted when the cardiac resynchronization therapy defibrillator (crt-d) was implanted on (B)(6) 2021. The patient was discharged from the hospital on (B)(6) 2021. The patient was later readmitted for a chest infection and the patient passed away from heart failure on (B)(6) 2021. The s-ICD remained implanted and was not returned to the manufacturer post-mortem.

Event description:
It was reported that an inappropriate shock occurred due to oversensing of a ventricular tachycardia just below the programmed rate zone involving this device. In addition, there was reported undersensing in another reviewed episode. The patient as give a change in medication. Additional information provided noted recently the patient received an appropriate shock after the patients arrhythmia was accelerated into the ventricular tachycardia (vt) zone, but time to therapy was long. The reason for the long time to therapy was due to a discrimination error. The patient's medication was changed and the patient was hospitalized for observation. In addition, two more treated and two untreated episodes were seen. The device remains implanted. No adverse patient effects were reported.